Event description:
It was reported that during activation it was difficult to bend the accusal bag which subsequently resulted in a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the long seal and clampex connector were observed to be activated. Functional testing was performed with the short seal able to be activated with no issues noted. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.